Event description:
Reporter alleged the lancet needle used for fingerstick glucose testing sticks outside the device cap at all times. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.